Manufacturer narrative:
Device used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 2.0x12mm intermaxillary fixation screw broke off in the lower jaw of the patient while trying to screw it in. Another screw of the same length was then used; however, this screw also broke off in the same part of jaw without exerting any force. The surgeon was able to complete the procedure with another 8mm 2.0x intermaxillary fixation screw. The fragments of the broken screws were left in the lower jaw of the patient to avoid any complications. There was no report of a surgical delay. This report is 1 of 2 complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the device was received with the screw tip broken off. Initial measurements / appearance indicates that this is a member of the 201.9xx family of parts. If it is a 201.932, there is approximately 8mm of the threaded shaft missing. The drive is in good condition. There is one area of small material displacement at the crown. There is a small area with multiple superficial scratches just under the upper band. There is a scratch across the lower band that aligns with a similar mark in the upper band. The threads that remain are in relatively good condition. There is a burr at the end of the part as a result of the break. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.